Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the scope was foggy and made it difficult to complete the procedure. The same scope was used to complete the procedure. The hospital did not report any patient complications. Procedure took longer than normal to complete, as reported.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).